Event description:
It was reported that the anchor broke during insertion. The anchor was secured by punching it in further. Unknown if another anchor was inserted over the broken one. The quality of the bone was average. Case: rotator cuff repair.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned device reveals the implant broke at the transition point between the proximal hex drive stem and the threaded body of the screw. Fracture face located flush with end of driver. The proximal hex stem was returned still loaded on an intact driver assemble with respective sutures and needles still wrapped within driver handle. Complainant's event typically caused by prying or leveraging the implant while still on the driver, over-insertion, improper bone preparation or insertion into hard bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.